Event description:
As stated by the customer (B)(6) 2012: gas strut is damaged.

Manufacturer narrative:
This report is being filed under exemption by arjohuntleigh, inc on behalf of the MFR arjo hospital equipment (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.